Manufacturer narrative:
The affected product catalog number, lot number and failure mode combination has been classified by the FDA as a class ii recall, z-1900-2017. Manufacturing review: a lot history review was conducted, which indicated that a device history record (DHR) review was not required. Visual inspection: a visual inspection was not performed as the sample was not returned. Functional/performance evaluation: functional testing was not performed as the sample was not returned medical records review: a medical records review was not performed as no medical records were provided. Image/photo review: images were provided for review. Based on the images review, the reported artifact can be confirmed. Conclusion: although the sample was not returned for evaluation, images were provided for review. Based on the images review, the reported artifact can be confirmed. Therefore, the investigation is confirmed for the reported event. The definitive root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: a labeling review was not performed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that allegedly during a breast localization wire placement into normal tissue density, the health care provider was unable to confirm the placement of the wire because of the alleged blooming artifact from the wire. There was no report of patient injury.